Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 600 mg/dl. The customer was treated with insulin with the pump. The customer was offered to troubleshoot the insulin pump but declined. The caller also stated that the quick serter was no longer working and that sometimes the device would not release the infusion set into the body. The customer was advised that the insulin pump and serter will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 2032227-2014-73231.